Event description:
It was reported that the restraint straps would not latch due to torn and missing straps. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.